Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer screen would freeze. It was indicated that an error was present in the programmer's log. The programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would occasionally freeze. The programmer was returned for service. No patient complications have been reported as a result of this event.